Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 319.004, lot 7327593: release to warehouse date: march 21, 2013. Manufactured by synthes jennersville. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, the other subcomponents of the depth gauge including handle, slider, needle, and protection sleeve components were missing and not returned. No visual damages were observed on the received body component. The relevant drawings were reviewed. The dimensional inspection was not performed due to the definitive finding of missing components. The device received was missing components. But the alleged broken condition cannot be confirmed as no damages were observed on the received device component. The overall complaint was confirmed as the device was missing the handle, protection sleeve, slider and needle assembly components. No visual breakages were observed on the received body component. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, eight (8) depth gauges sleeves were found to have a missing inner piece. Several attempts were made to recover the missing piece but spd staff presumed that the inner pieces were probably disposed due to the silver piece breaking off of the black piece of the inner part of the depth gauge. It is unknown how the issue was discovered. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws this is report 2 of 8 for complaint (B)(4).